Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the moderately calcified, mildly tortuous right coronary artery (rca). The lesion was not predilated. The physician attempted to place the 3.00x20mm liberte bare metal stent but was unable to cross the lesion . The physician pulled the balloon out but the stent stayed in the vessel. The physician went back down with a buddy wire through the liberte stent and used a 3.0x8 mm non-bcs balloon to deploy the stent. The stent was near the lesion but not completely covering it. No patient complications were reported and the results are reported as "fine".